Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge change error message while attempting to load the cartridge. Subsequently, a malfunction alarm occurred. The customer's blood glucose (bg) level was impacted (over 600 mg/dl). The customer did not have back up insulin therapy so it was indicated that the customer would be take to the emergency room (ER) for treatment. The customer reportedly vomited from the elevated bg level. While in the ER the customer received fluids and insulin. The customer was in the ER for approximately 5 hours and left the ER with a bg level of 347 (mg/dl). The customer's bg subsequently, rose to 540 (mg/dl) upon returning home from the ER. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.